Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd881425 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous nurse report from the USA of no bowel movement in 12 days and bacterial peritonitis with culture positive for pseudomonas aeruginosa in a patient coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date, the patient experienced no bowel movement for 12 days. On (B)(6) 2011, the patient was diagnosed with peritonitis and hospitalized the same day. The cause of the peritonitis was unknown. On an unreported date in 2011, dianeal therapy was withdrawn. Treatment information for the events was not reported. It was not reported whether the event of no bowel movement for 12 days resolved. On an unreported date in 2011, the event of peritonitis resolved. Concomitant medications were not reported. Per the nurse, the event of bacterial peritonitis with culture positive for pseudomonas aeruginosa was not related to dianeal pd4 ultrabag therapy. A causal relationship was not reported for the event of no bowel movement for 12 days.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.